Event description:
There was noted to be residual stenosis present in the mid-portion of the stent. For that reason, a 2.75 mm noncompliant balloon was advanced and deployed at 26 atmospheres. There was no improvement in vessel and high-grade stenosis. Following this, a 3.0 x 12 mm noncompliant balloon was advanced and inflated to 26 atmospheres. There was still residual stenosis present. The balloon then ruptured. Attempting in the process of removing the balloon, the tip of the balloon separated from the catheter itself and was stuck in the right coronary artery. The patient was experiencing pain; however, there were no st-t wave changes present. There was mildly sluggish flow in the distal right coronary artery.